Event description:
Philips received a complaint by the customer on the v60 indicating that the castor separated from base assembly. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided parts ID for the v60 stand castor and base assembly, and transferred to parts for quote.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 11/03/2022, 11/16/2022 and 11/30/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.